Manufacturer narrative:
The reported event of an unknown particle at the end of the rv-connector port that blocking lead insertions was confirmed. Analysis revealed the rv-contact spring was pushed out of the ring slot of the connector when a lead was inserted into the connector. No foreign material was found on the contact spring or in the ring slot. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. The contact spring being pushed out of the ring slot and down in the tip of the connector prevented pacer tip and ring connections for signal transmissions causing the high lead impedance and no capture. The cause of the problem cannot be determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited a failure to capture and high pacing impedance. While maneuvering the lead to be inserted into the pacemaker header, the physician experienced difficulty and observed an unknown object that prevented the lead from going all the way in. The pacemaker was eventually not used and replaced to complete the procedure. The patient was discharged post-procedure.

Manufacturer narrative:
Further information was requested but not received.